Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had her implantable neurostimulator (ins) replaced two days prior to (B)(6) 2015 because her old one stopped working and she started wetting on herself. She used to fall out of the bed sometimes. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, or troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.